Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
Per medwatch report# (B)(4) ; it was reported that during a surgical procedure, the router broke. It was also reported that a revision surgery was required to remove piece of the broken fragment of the router from the patient. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device discarded by customer.

Event description:
Per medwatch report# (B)(4); it was reported that during a surgical procedure, the router broke. It was also reported that a revision surgery was required to remove piece of the broken fragment of the router from the patient. It was further reported that the procedure was completed successfully.